Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4)- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies found. It was stated the ins was functionally okay and both devices functioned properly throughout the duration of the test. Both devices were set to the parameters the explanted device had when received for analysis, but 5 v was used for amplitude. Final device analysis of the leads revealed the following: no significant anomalies found. The lead bodies were cut through.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had the sensation of electric shocks. The patient had their device explanted on (B)(6) 2014 and the device was not replaced. It was noted that there was no patient death and after the device was removed the patient recovered without sequelae.